Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with an unspecified saline breast implant experienced left sided deflation post procedure. As a result, patient underwent bilateral removal and replacement a 300cc mentor memorygel left breast implant and a 325cc mentor memorygel breast implant on (B)(6) 2020.

Manufacturer narrative:
Additional information was received on 3/24/2020 , implantation date is (B)(6) 1995. Correction: since no lot number was provided, no manufacturing record evaluation review could be performed. The investigation of the returned device was completed by the failure analysis lab on 4/3/2020. Device evaluation summary: according to the reported information, the customer experienced a deflation in the breast saline implant. During visual inspection of the device, parallel lines of shell wear were observed on anterior view. Leak testing revealed a tear on anterior view measuring approximately 0.3 cm. Microscopic examination was performed and the cause of the rupture could not be identified. A shell wear/fold failure may be the result of the continuous and sustained stresses to the device. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Manufacturer's reference number: (B)(4).